Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported 3 pods did not work and the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. Patient was discharged after 2 days. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Event description:
The patient reported 3 pods did not work and the patient was hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. Blood glucose levels were reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The patient was admitted to (B)(6) hospital. Patient reported feeling unwell and experienced shortness of breath. At the hospital, patient received insulin via IV drip along with potassium. Blood glucose was monitored using a sliding scale. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
Additional information provided on 01-sep-2025. Update to section b5 - describe event or problem. Additional code added to h6 - adverse event problem health effect - clinical code.